Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Medical records were received and noted that patient presented with worsening pain, increased metal ion levels and effusion. Pseudocapsule was debrided and significant metallosis was found. Metal particles were found throughout the synovium. Significant metallosis was also found on the head and trunnion. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 7 years post implantation due to pain, elevated metal ion levels and metallosis. During the surgery, pseudotumor was found. The stem was left in tact and all other components were removed and replaced. Attempts have been made and no additional information is available at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: 157450 ¿ m2a magnum head ¿ 061800 us157856 ¿ m2a magnum cup ¿ 442520 139252 ¿ m2a magnum taper ¿ 338530 an updated investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item# unknown, unknown liner, lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR report were filed for this event, please see associated reports: 0001825034-2018-11480.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10786, 0001825034-2018-10789.

Event description:
It was reported patient¿s hip was revised approximately 7 years post implantation due to defective device. Attempts have been made and additional information on the reported event is unavailable at this time.